Event description:
It was reported that during a lap sigma procedure, the teflon pad fell into the patient. It could be removed. Took new instrument. No further information is available. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.